Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited one out-of-range (oor) shock impedance greater than 200 ohms. Disk analysis was performed and it was determined that electromagnetic interference (emi) was the cause for the oor measurement. No adverse patient effects were reported. The device remains in service.